Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported the screw of the locator in tooth location 12 fractured and was removed. Doctor was able to remove the fracture portion from the implant.